Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was returned not deployed with the pink slide insert not visible in the viewing window. The first prime completed at pulse 48 and the second prime completed at pulse 58. The firing flat was in the expected position at the end of the second prime. The device deployed upon opening the device. A mark was observed underneath the top housing indicating contact between the linkage assembly and the top housing which prevented the needle mechanism from deploying. The needle mechanism was reset and redeployed with no issue. No environmental seal damage was found.